Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during servicing, an endoscope alarm was triggered. The entire system was rebooted, but the error reappeared. No negative impact in state of health reported.